Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they didn¿t feel stimulation. During troubleshooting, the device was found to be off. The patient turned it back and reported that they would try that. The patient also reported that the device wasn¿t working. The patient reported that their symptoms had come back the last few weeks if not longer. The patient reported that in the middle of a move so had not thought about it but gotten worse and having accidents. The patient reported that getting the icon to change the batteries on the remote.

Event description:
Additional information was received from the patient. The return of symptoms and loss of stimulation has been resolved. The unit was in need of fresh/new batteries. The batteries were changed and all is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.